Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the implantable cardioverter defibrillator (ICD) due to atrial fibrillation (af) with rapid ventricular response, which the device detected the patient being in ventricular fibrillation (vf). Far field r-wave (ffrw) was noted on the right atrial (ra) lead. Follow up with the physician's office indicated that previous attempts to program around the ffrw were unsuccessful. No intervention was taken on the device or lead. The device and lead remain in use. No further patient complications have been reported as a result of this event.